Event description:
The pt reported that she experienced her infusion set tubing separating at the luer lock connection. She stated that in 2006 she woke up one morning and her blood glucose was "over 400 mg/dl". She stated that she did not feel well and was thirsty. She reported that she gave herself a bolus and at that time realized that the infusion set tubing had separated. She then gave herself an injection of 10 units of insulin and it took a full day for her blood glucose to reduce to her normal range of 80-150 mg/dl. The pt reported that she experienced this same issue again recently with 5 infusion sets from the same lot. The pt did not provide the specific details of the recent event. The pt did not report requiring medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.